Manufacturer narrative:
(B)(4). Concomitant products: 00771100700 61268879 zimmer m/l taper hip prosthesis plasma sprayed size 7.5; 00620005222 61511479 shell porous with cluster holes 52 mm o.d.; 00630505032 61515699 liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient¿s right hip was revised approximately 7 years post-implantation due trunionosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.